Event description:
A doctor was taking a blood gas sample via a smartsite needlefree valve attached to an arterial line pressurized to 300 mmhg. He was using a luer slip syringe recommended for use with the blood gas analyzer which had a special tip adaptor. As he was removing the syringe from the valve blood spurted into the doctor's face. Info requested but not received about extent of blood exposure, and any treatment required. Samples of the syringe in use have been requested, but have not yet been received. A follow-up report will be filed if samples are received for investigation.